Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroid procedure, the device "smelled hot and smoked". The tissue pad was coming detached at the proximal end. Another device was used to complete the procedure. There was no adverse consequence to the patient.